Event description:
It was reported that the large focal spot images on the 2500 system are non diagnostic (light), but the small spot are ok. There was no report of pt injury.

Manufacturer narrative:
Customer cancelled the service call. Customer stated they will replace the battery pack. No additional info.